Event description:
It was reported that the directional coronary atherectomy (dca) procedure was being performed on the lesion in the proximal rca. The guide wire crossed through the av and the tip portion went into the side branch of the av. After the dca procedure was completed, the devices were removed, and it was noted that the tip portion of the guide wire fractured (radiopacity section). An attempt to retrieve the separated guide wire from the pt was not successful. The separated portion of the guide wire remains in the pt's body, and the pt is in stable condition.